Manufacturer narrative:
Unit passed active current measurement, sleep current measurement, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, however, unit failed the displacement test. Test p-cap locks properly into the reservoir compartment, however, damage was noted to the retainer ring. Unit passed dat at 0.0871 inches. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. Pump was cut open to perform visual inspection and found¿evidence of moisture damage¿on pcb1. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, battery tube threads - cracked, corroded battery tube and cracked retainer. No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg's. Moisture damage noted on pcb1. Displacement test failed, problem isolated to the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose. Customer's blood glucose level was 500 mg/dl at the time of event. Customer¿s current blood glucose was 200 mg/dl. Customer treated high blood glucose with bolus. Customer did not allege that the insulin pump was under delivering insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at the time of incident. Customer declined troubleshooting. The insulin pump will be returned for analysis.